Manufacturer narrative:
Neither the system nor the explanted screws returned to alphatec spine for evaluation. Radiographic images were not provided. The root cause is could not be determined.

Event description:
During a spinal procedure utilizing the robotic navigation system, the surgeon initially used a non-navigated high-speed bur, tap, and screwdriver to place the first two screws. However, when attempting to place the third screw, the surgeon encountered difficulty advancing the tap due to sclerotic bone after creating a pilot hole with the non-navigated high-speed bur. As a result, the surgeon switched to a low speed navigated drill to cannulate the pedicle and placed the screw. For screws four through six, the surgeon continued using the low speed navigated drill, followed immediately by screw placement. During bony decompression, the surgeon observed a medial breach of screws #3 and #4, with one of the breaches causing a dural tear. The surgeon successfully repaired the tear and replaced the affected screws without any further complications.